Event description:
It was reported that two bipolar handle instruments were returned for service and repair. Both instruments failed electrical tests and there was evidence of electrical arcing. There was no report of patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. Add'l device info: cev669b, lot#130402, bipolar handle, 5mm angled. (B)(4). The devices were returned for repair. Evaluation found one of the instruments had previously been repaired by an external company. On both instruments, the ¿black plastic part is burnt at the connection,¿ likely the result of electric arc due to the presence of humidity in the connection zone (cable not dried/blood/tissue). Both devices were repaired, tested to specifications and returned to the customer.